Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced intermittent functioning of keys 0, 1 and 2 during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. However, the service evaluation did not confirm the cause or replacement for this keypad issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced intermittent functioning of keys 0, 1 and 2. No additional information is available.